Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b3: date of event. B4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Last name unknown / not provided. PMA/510(k) number k011028 and k013227. One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for inspection. Inspection of the returned device notes that the implant is badly damaged at the collar. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 26 (fdi) and used for approximately 3.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Review of appropriate documentation: documents reviewed: 4894 rev 6 - 08/19; breakage; page 4. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. Device history record (DHR) review: DHR review was completed for the subject lot number 63210110. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63210110) for similar event and no other complaint was identified. Post market trend review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or product (tsvwb10). Therefore, based on the available information, device malfunction has occurred, as the returned implant is confirmed to be damaged and unusable.

Event description:
Upon product investigation, it is noted that the implant is badly damaged at the collar.